Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The pressure tubing was also returned. The inner lumen within the membrane was found to be deformed near the proximal and middle end. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and a leak was detected on the membrane approximately 2.5cm from the rear seal measuring 0.013cm in length. The optical fiber was also found to be broken at this location. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Complete event site name: (B)(6) medical center. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after less than 24 hours of intra-aortic balloon (iab) therapy, the iab membrane developed a hole which paused therapy. It was noted that shortly before the issue was identified, the patient had been transferred from another facility for a coronary artery bypass graft (CABG) procedure. The surgeon removed the iab and then proceeded with the procedure. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.